Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/12/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, a mentor memorygel breast implant mentor 300cc gel breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, a preliminary visual inspection of the device indicates that it could possibly have compromised structural integrity. Devices of this nature that are returned to mentor are characteristic of rupture events requiring removal of the device from the patient¿s body. This will be conservatively reported to FDA.

Manufacturer narrative:
Device evaluation summary: on 3/10/2018, a mentor memorygel breast implant mentor 300cc gel breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. The device was received at mentor and the gel contained in the device appeared clear. No foreign material was observed within the device. Gel was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.3 cm on the anterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).